Event description:
It was reported that a physician placed the proglide suture in a right femoral artery prior to a left common carotid stenting procedure. Suture placement was uneventful. After completion of the stenting procedure the sheath was removed over a stiff glidewire. An attempt was made to close the right femoral puncture site with a proglide device; however, this was unsuccessful. The needles failed to retrieve the sutures, possibly due to calcification or dense scar at the site. A 7-french sheath was replaced into the right femoral artery and secured by the physician. The patient was taken to the critical care unit in stable condition. When the activated clotting time (act) was less than 170 the sheath was removed and manual arterial pressure was applied. The following day, at approximately 0100 am, a large firm area in the right lower quadrant was noted. Suspected retroperitoneal bleed (rpb) of the right side femoral or iliac artery. The patient was unresponsive and presented altered mental status, hemodynamic instability and anemia (acute blood loss). The patient was intubated and the physician was notified. Orders for hypovolemic shock were given. The patient experienced respiratory failure and acute blood loss. Treatment provided: IV fluids, sodium bicarbonate, calcium chloride, vasopressors / inotropes, fresh frozen plasma and multiple units packed red blood cell. Manual pressure was also applied to the known arterial puncture site for 30 minutes and a femstop was applied. However, the patient died. The cause of the rpb was indicated as likely due to the arterial puncture. The physician's training status in the use of the proglide device was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: stiff glidewire. Stent: rx acculink. Embolic protection: emboshield nav 6. Heparin. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. Suture not being retrieved is indicative of a cuff miss without other observations. There were no other reported observations during the use of the proglide device. Retroperitoneal bleeding (rpb) is caused by the vessel damage that allows blood to flow into the peritoneal cavity. The damage may occur at a location other than the access site that prevents the user to see the hemorrhage occurring. This can happen during insertion of devices into the vessel, including puncturing the vessel, index and closing procedures. User technique (aggressive insertion and manipulations) and anatomical conditions (vessel brittleness and size) may have influence on potential vessel damage that may have occurred to result in the reported rpb. It was reported the user believes the rpb was caused by the arterial puncture. Puncturing of the vessel is influenced by user technique and is performed as part of the index procedure, in this case, arterial catheterization. The attempted use of a proglide device for vessel closure would not have caused the bleeding in this incident. The rpb lead to the complications later discovered as reported in the incident and resulted in the passing of the patient. A cuff miss is where the needle travel path (trajectory) was not correct when the user attempted to deploy the proglide device. A cuff miss can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. Needle trajectory can be influenced by manufacturing. The manufacturing process instructions include a process to verify the needle travel path (trajectory). The needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot, thus ensuring proper trajectory during deployment. A sample is taken from each lot for destructive testing to verify the quality of the lot build as part of lot acceptance including functional verification of the sampled devices. Because of the in-process inspections to help ensure needle trajectory is correct prior to packaging, lot build quality is verified as part of lot acceptance testing and no other device anomaly was reported during the attempted deployment. There is no reported information to indicate a manufacture influence on the reported experience of cuff miss. Needle trajectory can be influenced by user technique. The proglide instructions for use (IFU) provides the preferred techniques to assure the successful delivery of the suture. A change in angle or torque of the device during deployment could translate to a change in needle trajectory leading to the observations of this incident. There is no reported information of a user technique influence on the reported experience. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as scar tissue and calcification, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. It was reported that the right vessel had some disease without calcification. There is no indication of an anatomical condition that may have influenced the reported experience of a cuff miss. The evaluation concluded the cause of the rpb may have been influenced by user technique during the vessel puncture. This evaluation could not conclude that manufacturing, user technique or anatomical conditions influenced the reported cuff miss. Based on the reported information, and manufacturing inspection criteria, the cause of this event is related to the operational context (user technique in relation to rpb and unknown to cuff miss). Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional information indicated that the physician is trained in the use of the proglide device and the cause of death listed on the death certificate is hemorrhage and arterial catheterization. No additional information available.